Manufacturer narrative:
(B)(4). The events of "hyperemia" "oedema", "tenderness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: contra-indications ¿ do not inject juvéderm® volift¿ with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Patient was injected with juvéderm® volift¿ with lidocaine in the lips, nasal, glabella, and labium areas, face, neck, and décolleté. Patient received "emla cream (inn lidocaine and prilocaine)" before injection. Seven months later, patient experienced "volume increasing in 2-3 times, mild hyperemia, oedema significant and tenderness of the upper lip and nasal bridge areas". Patient was treated with dekasan, "ampicillin 0.5 g twice a day during 7 days. 1 week after this treatment ¿ hyaluronidase 1000 iu". Symptoms resolved after 2 days of treatment.